Event description:
It was reported that upon interrogation of the patient¿s device on (B)(6) 2014, the programmer report revealed the pump motor stalled with spontaneous recovery on (B)(6) 2014. The severity of the event was considered mild and the patient¿s issue resolved without sequelae. The pump was used to infuse dilaudid (hydromorphone), bupivacaine, and baclofen (compounded). No intervention was reported for this event. Follow up was being conducted to obtain additional information. If additional information is received a follow up report will be sent.

Event description:
Additional information was received from a healthcare provider (hcp) via a clinical study. The outcome was resolved without sequelae on (B)(6) 2015.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient. Product ID 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).